Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the calcified left anterior descending artery. The 12mm x 1.50mm apex push monorail balloon catheter ruptured at 6atm within 10 seconds, upon the 1st inflation. The device was removed intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)